Manufacturer narrative:
(B)(4). Batch # u94h23. Investigation summary the analysis results found that the mcs20 device was returned with no apparent damage and no clip in jaws was observed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining thirteen clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline." It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the first and second clips were not tight for ligation (clips were malformed). It is unknown how procedure was completed. There was no patient consequence.